Event description:
The patient was to receive an infusion and the device, reportedly, delivered the solution slower than programmed. The nurse noted that the device counted down as if infusing properly, but the bag was not emptying. No specifics on volume, rate, or drug being delivered were reported. No patient injury occurred.